Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve ((B)(4)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a potential cause of the reported failure may be related to an occlusion caused by biological debris which interfered with the valve setting and function. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(6)) was reprogramed twice to decrease the setting in order to increase the cerebrospinal fluid (csf) drainage. The pressure setting is unknown. The physician said that the patient passed away; however, it is unclear if the valve contributed to the event, but it is possible according to the surgeon.no additional information has been provided after several attempts.